Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that product had blue particle inside the plastic hard shell of the cassette and the sterile plastic in which the drug was injected. There was no patient involvement.

Manufacturer narrative:
H3: twelve samples were received. The samples were visually inspected. The reported issue... ¿particulate matter internal to device¿ was not confirmed. There was no known cause of the issue and no further action was taken.